Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic gastrectomy, a tear drop-shaped clip was formed from the seocnd firing. No information was provided where the device was used on the patient. The surgeon commented the jaws clamped a hard tissue during use at the first firing. No bleeding occurred and there was no tissue damage. Another device was used to complete the case. There were no adverse consequences to the patient. The patients condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2021. D4: batch # u95h6k. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was revealed that the el5ml device was returned with no apparent damage. In addition, one malformed clip was received inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips without any difficulties. The event described could not be confirmed as during testing, the device performed without any difficulties noted. Although the returned clip was found to be malformed, no conclusion could be reached regarding the cause of the clip malformation. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.